Event description:
It was reported that the pulse generator was in back-up vvi (bvvi) mode; however, the device still had capture. The date and cause of bvvi were unknown. Since the device was nearing elective replacement indicator, the physician elected to replace it rather than a firmware download. The asymptomatic patient was stable after the procedure.